Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend when her actual blood glucose level was high. The customer's blood glucose level was 500 mg/dl. She treated her blood glucose level with the insulin pump. The device was not returned.